Event description:
Caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reappear. The customer successfully restarted their sensor session, reloaded the cartridge, and resumed insulin deliveries, regaining connection to the cgm.